Event description:
During delivery of the enterprise vrd, the delivery failed to be advance through the hub of the microcatheter. The stent dislodged and only the delivery system was retrieved. The stent was removed from the patient, and the microcatheter was re-connected to flush to proceed with the procedure. Target site was not lost. A continuous flush was maintained through the microcatheter. Additionally, the reason for the failure was that the stent introducer was not correctly seated properly in the microcatheter hub. The enterprise delivery system will be returned for analysis.

Manufacturer narrative:
Additional information indicated that prior to inserting in the patient, the products were not damaged, and all the products were prep per (IFU) information for use. A dedicated and constant flush was maintained at all times through the microcatheter and stopcock. The microcatheter utilized for the procedure was a prowler select 5mm tip catalog and lot number were not available. No damages were seen with the microcatheter. The stent was dislodged; however, the microcatheter was not removed. The physician disconnected the microcatheter, and the enterprise was removed along with the stent that dislodged in the hub of the microcatheter. The stent dislodged while passing through the hub of the microcatheter. The system was re-connected and the microcatheter placement was not lost. The procedure was completed by advancing another enterprise stent through the same microcatheter, and the stent was detached without any difficulty. No further information was available. Additional information will be submitted within 30 days of receipt.